Manufacturer narrative:
Device eval summary: device evaluation of monitor (B)(4) has been completed. The reported problem was confirmed. Upon evaluation, the monitor experienced charge profile faults. Component c22 (capacitor) on the defibrillator board had a faulty solder connection, causing the capacitor not to fully charge. The root cause of the faulty solder connection cannot be positively determined, but is likely due to an assembly error. No adverse event resulted from the defective component. The patient received a replacement monitor.

Event description:
An emergency medical service (ems) responder contacted zoll customer support while assisting a (B)(6) female patient to report that the patient's monitor was displaying service code 102. The patient was issued a replacement monitor.